Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a nevertouch direct procedure kit. During the procedure, with about 25cm left to finish the saphene vein of the right leg, the fiber broke. The doctor wasn't forcing, she was performing the procedure as instructed. The patient had no tortuosity in this region of the leg. When the fiber broke, the tip of the fiber was left outside the introducer, making it easier to remove. They opened a 2nd fiber to finish the remaining 25cm, and performed the ablation on the left leg.

Manufacturer narrative:
Corrections: d2a, e2, e3. The customer's reported complaint of the fiber was fractured/detached is confirmed. A review of the returned fiber sample showed a fracture/detachment 25cm from the distal end of the fiber. It was confirmed that the fiber had been fired, as per the event description. The od of the fiber shaft was confirmed to meet device dimensional specification. The root cause of the fiber fracture and detachment could not be definitively determined, however, handling damage during use is potential contributing factor. When the fiber core is fractured it allows laser energy to escape at that point which can melt the buffer layer and result in fiber detachment. During the manufacturing process, each fiber receives two 100% inspections to ensure that they are programed properly. A device history records search for the packaging/fiber assembly lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the instructions for use (16900430-01) which is supplied to the end user with this catalog number contains the following statement "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." The user manual (man/31/0075), which is supplied to the end user with this unit, states "before using a fiber, check it carefully for any signs of damage during storage or transit. Protective caps should be in place over sma connectors. Do not use if there is any sign of damage." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).